Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in wien, austria. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code associated to a discrepancy between the actual and set gas flow value. Reportedly, the error appears when turning the co2 up to 1.00 l/min flow. The issue occurred during service and there was no patient involvement. The event is a re-occurrence of the event already reported under manufacturer report number 9611109-2022-00447.

Manufacturer narrative:
Livanova received report a stating that the electronic gas blender (egb) displayed the error code e19, associated to a discrepancy between the set and the actual gas flow values. The error appeared when turning the co2 up to 1.00 l/min flow. There was no patient involvement. The affected device was returned back to the manufacturer site for repair. The device was opened, checked and cleaned. The reported issue was reproduced and the error e19 was displayed for a co2 setting of 0.85 to 1 l/min. Mass flow controller for co2 (pn 73-300-253) and relative flow sensor (pn 73-300-140) were replaced. The involved gas blender was manufactured in 2008 and according to the analysis of the complaints database no further event was reported since installation. Based on similar investigations reviewing the complaint database and investigation results, a deviation in the component found defective cannot be excluded. In detail, sensors drift could have led to inaccurate (co2) flow measurement readings. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
H10: in the previous report MFR 9611109-2022-00528 was incorrectly reported that mass flow controller for co2 (pn 73-300-253) and relative flow sensor (pn 73-300-140) were replaced. Actually, these items needed to be replaced but were not replaced. Quotation for unit repair was not accepted by the customer, then the device returned to the customer unassembled and marked "not for clinical use".

Event description:
See initial report.